Event description:
The patient was undergoing a thrombectomy procedure in the cephalic vein an indigo system aspiration catheter 7d (cat7 d), an 8f non-penumbra sheath, and a guidewire. During the procedure, the physician inserted the cat7 d with the guidewire into the sheath using the introducer. Next, the introducer was pushed to the proximal end of the cat7 d, the guidewire was then removed, and the physician-initiated aspiration. After advancing and retracing multiple times with the cat7 d in the vessel, the physician decided to remove the cat7 d to be flushed. However, while retracting, the physician kinked the cat7 d approximately 10 centimeters from the distal end and consequently, the cat7 d broke at the kinked location. Therefore, the cat7 d was removed and was not used for the remainder of the procedure. The procedure was completed using a new cat7 d with the same introducer and same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional 510(k)# that also apply to this complaint: k210083 the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.